Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 300+ mg/dl. The customer¿s blood glucose was 350+ mg/dl at the time of the incident. The customer¿s current blood glucose was 130 mg/dl. The customer treated with manual injections. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08650 inches. No excessive no delivery alarms noted. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with broken belt clip slot. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.